Manufacturer narrative:
Medical safety/clinical reviewed the event. A 61-year-old male with a medical history significant for nonischemic cardiomyopathy (nicm) secondary to prior exposure to adriamycin and radiation therapy for hodgkin lymphoma, mitral regurgitation (mr) status post mitraclip implantation ×2, type 2 diabetes mellitus (dm2), and chronic kidney disease stage 3 (ckd3) presented to the emergency department on (B)(6) 2025, with decompensated heart failure. Echocardiogram demonstrated moderate-to-severe mr with an ejection fraction (ef) of 25%. The patient was evaluated by the interventional cardiology team and deemed not a candidate for a third mitraclip procedure. An intra-aortic balloon pump (iabp) was placed on (B)(6) 2025, for hemodynamic support. On (B)(6) 2025, the patient experienced further clinical deterioration, including decreased urine output (<30 ml/hour), central venous pressure (cvp) of 15 mmhg, and mixed venous oxygen saturation (svo2) of 31%. Aggressive diuresis was initiated overnight; however, urine output remained minimal. Serum creatinine increased to 2.7 mg/dl and lactate to 2.3 mmol/l. Blood-tinged and concentrated urine was observed prior to impella placement. The patient required escalating vasopressor support with norepinephrine (levophed) and epinephrine. A multidisciplinary shock team consultation was initiated on september 18, 2025. Placement of an impella 5.5 was initially recommended but declined by cardiothoracic surgery. The treating physician elected to implant an impella cp with smartassist system in the catheterization laboratory. Subsequently, abiomed¿s long-term outcome and quality indicator (loqi) impella registry reported that the patient developed acute kidney injury (aki) requiring dialysis, assessed as possibly related to the impella device. During hospitalization, the patient became anuric and required renal replacement therapy. Automated impella controller (aic) waveforms were reported as appropriate. In the intensive care unit (ICU), a bicarbonate-based purge solution and systemic heparin were administered per protocol. Urine output remained minimal and bright red in color. Hemolysis was considered; however, the team awaited laboratory results and echocardiographic evaluation prior to repositioning the device. There was no hemodynamic improvement four hours following impella cp implantation. On the following day, the impella 5.5 with smartassist system was implanted, and the impella cp was explanted. Hemostasis was achieved at the explant site. A hematoma was noted at the impella cp insertion site post-explant; it was assessed as soft and without active drainage. On the same day as impella 5.5 implantation, minor oozing was reported from the device tunnel site. The pocket site was assessed as soft and without drainage. The patient remained critically ill and experienced recurrent suction alarms overnight. Fluid removal was unsuccessful despite continuous renal replacement therapy (crrt) due to persistent hypotension. The patient¿s code status was changed to do not resuscitate (dnr), and supportive measures were continued. Despite ongoing mechanical circulatory support, the patient could not be stabilized and subsequently expired. The event associated with the impella cp is being reported as a serious injury due to hematoma, hemolysis and acute kidney injury requiring dialysis. The impella 5.5 is associated with the outcome of death. However, the patient¿s underlying condition (society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock with multiorgan failure) contributed most to the demise outcome. Note: h6. Investigation type/findings/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient undergoing high-risk percutaneous coronary intervention. It was reported that the patient was escalated to the impella 5.5 from an impella cp after there was no hemodynamic improvement. There was small oozing noted from the tunnel site. The patient remained in critical condition and had a difficult night with frequent suction alarms. Fluids could not be pulled on a continuous renal replacement therapy due to hypotension. The patient received epinephrine, levophed, vasopressin, and dobutamine. The patient was made do not resuscitate (dnr) and expired while on support.

Manufacturer narrative:
The complaint coding was updated to better reflect the reported event. Therefore, h6 health effect - clinical / impact and medical device problem coding were updated/repopulated accordingly. Note: h6 investigation: type, findings and conclusion codes remain unchanged as initially reported.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, data logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The data log analysis confirmed suction alarms occurring throughout the case. Impella position unknown alarms were also seen throughout the case. No motor current spikes were seen outside of p-level changes. Placement signal remained stable with no trends or spikes. No other abnormalities were seen. Clinical details mention patient being escalated to impella 5.5 support due to no hemodynamic improvement on impella cp. There was small oozing noted from tunnel site of the 5.5 pump. The patient was in critical condition, and the pump had frequent suction alarms. Patient was also on continuous renal replacement therapy (crrt) support which was unable to pull fluid due to hypotension. The patient expired while on support. The root cause of the pump suction was not determined due to inconclusive evidence from the provided clinical details and data log analysis. Access site adverse event, the root cause of the access site bleeding could not be determined due to inconclusive evidence from the clinical details. And hypotension, the cause was not determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.